Event description:
Pt presented with aching, light sensitivity, tearing and redness in their left eye two weeks after being fit with focus night & day lenses. Diagnosed with iritis and treated with pred forte 1% every hour for four hours, then gradually tapering off. Eye has resolved but no resolution date provided. No additional info is available at this time.